Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline site infection. Cultures identified were corynebacterium striatum and staphylococcus aureus, and the clinical symptoms consisted of abdominal pain, low grade temperature, and redness at site. A driveline drainage was performed. The infection was treated with intravenous and oral antibiotics and driveline site revision.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.